Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket device package was noted to have a compromised seal prior to a ureteroscopy with laser lithotripsy procedure on (B)(6) 2014. According to the complainant, prior to the procedure, during preparation, before opening the package of the zero tip¿ device, the package integrity was noted to be compromised. There was no patient involvement. This device was not used on a patient. The procedure was completed with another zero tip¿ stone retrieval basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.